Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded several new cartridges to resolve the issue however the cartridge alarm recurred. The customer reverted to an alternate method for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.